Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) - failure (event) observed during analysis. Final analysis found that the outer and inner insulations were damaged at 23.8 cm to 24.4 cm from the connector pin as a result of clavicular crush. All five fillars of the outer coil were fractured due to fatigue in the clavicular crush region.